Event description:
It was reported that entrapped air occurred. An opticross hd catheter was selected for coronary intervention at the circumflex artery. During preparation, the catheter could not be flushed; the distal portion appeared to be occluded, resulting in air entrapment. Despite attempts with another set of syringe, stopcock, and other accessories, flushing could not be achieved through the distal opening of the catheter. The physician also attempted advancing and retracting the telescope 1-2 times, but this did not resolve the issue. No kinks were observed on the catheter. The procedure was successfully completed with another opticross device. There were no patient complications, and the patient made a full recovery.